Event description:
It was reported that the pt died 8 days after surgery with the cement. The implant was not stryker product. The surgery was performed on (B)(6) 2011. Blood pressure fell. So, the pt was transported to the ICU and the condition was recovered (we cannot specify the date of the day). After that, deep vein clot was found and treated it. The pt had arthrorheumatism, dysfunction of kidneys and lung cancer etc. The pt died with hemorrhagic shock and failure of multiple organs. (B)(6).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.